Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing rectal tumor resection and end to end anastomosis on a laparoscopic rectal tumor resection, the stapler was able to fire but there was a poor staple formation. The staple did not form a ¿b¿ shape. The intestinal tube was cut off. It was stated that the tissue could only be dissociated to be anastomosed again. They resected and re-stapled staple line to fix it.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photos and one device. Staple formation issues were observed on the photos. Visual inspection of the instrument noted that the safety feature was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing rectal tumor resection and end to end anastomosis on a laparoscopic rectal tumor resection, the stapler was able to fire but there was a poor staple formation. It was stated that the blade struck and staple did not form a ¿b¿ shape. The intestinal tube was cut off. It was stated that the tissue could only be dissociated to be anastomosed again. They resected and re-stapled staple line to fix it.